Event description:
Loss of image related to artifact and failure of light on scope mid procedure. Team attempted to replug in scope and power on and off system and it did not fix issue. Progressively worsened to the extent that the procedure could not be continued and the scope needed to be withdrawn.